Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement of the lv lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.